Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the zisv6-35-125-6-120-ptx device involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to return the device, and provide images of the procedure. The investigation will be updated once the device or images have been returned and evaluated. From customer testimony, it is known that the complaint device was advanced over a 0.035¿ diameter cook rosen wire guide. The device was flushed prior to use. The target site was severely calcified and tortuous. Pre-dilation was conducted prior to stent deployment. The stent fully deployed in the patient. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the severely tortuous and calcified patient anatomy. The anatomy could have created resistance during deployment, which could have caused or contributed to the thumbwheel mechanism malfunctioning. However, as the device and images have not yet been returned, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0118-2). Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1422119. It may be noted that the failure mode of "deployment difficult" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the images or device have been returned and evaluated. Once completed the investigation will be updated with the risk details. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent deployed 2/3rds of the way and then it stopped deploying. The thumbwheel would not work. They opened up the casing and then they finished deploying the stent with a pin and pull method. The stent was elongated but was fully deployed.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). The zisv6-35-125-6-120-ptx device of lot number c1422119 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: is the complaint confirmed? Inability to deploy the final third of the stent with a subsequent 10mm of stent longitudinal stretch is confirmed. Observation of device effects, relative to the patient's anatomy: the most likely cause was increased friction from acute angulation or kinking of the retraction sheath as it exited the short purchase access sheath, antegrade into the common femoral artery (cfa). Findings: implantation angiography is provided along with the complaint report. The lesion was a right superficial femoral artery (sfa) occlusion treated from a right cfa antegrade approach, with an acute access angle into the cfa of greater than 40 degrees but likely less than 60 degrees. A distal sfa zilver ptx stent was implanted without difficulty. Imaging of the second, more proximal stent was normal except that the 80mm deployed section measured 73mm long. Because the access sheath tip was not visible on this image, access sheath purchase into the right cfa and superficial femoral artery was 3.5cm or less. Consequently, the 7mm of longitudinal compression was indicative of difficulty fixing the system's position. This difficulty is inherent to short access purchase and long delivery system combinations. In this short purchase location the stability sheath would have been well inside the access sheath. Only the more flexible retraction sheath supported the delivery system transition into the cfa. The next image demonstrated elimination of the 7mm longitudinal compression and 5mm of additional deployment by retracting the entire delivery system 17mm. This correlates with the reported inability to continue retracting the sheath and inadvertent backpressure on the entire system. The following image demonstrated stent deployment in 11mm of longitudinal stretch. A 30mm long stent segment that had still been within the sheath on the prior image was the segment that was stretched and mildly narrowed. The access sheath had been advanced to the mouth of the stent while the peek tip had been retracted into the stretched segment. It cannot be determined if these changes occurred during or after the "pin and pull method" mentioned in the complaint report. A third stent was deployed from the sfa origin through the stretched segment of the second stent. Because even in its stretched state the second stent was not long enough to completely treat the sfa, implantation of the thi rd stent was not the result of the second stent deployment difficulty. However, because the third stent extended across the second stent's stretched segment, the deployment difficulty may have encouraged the operator to implant a longer stent than originally intended. Completion angiography demonstrated no residual stenosis after stent angioplasty. Impression: inability to deploy the final third of the stent with a subsequent 10mm of stent longitudinal stretch is confirmed. The most likely cause was increased friction from acute angulation or kinking of the retraction sheath as it exited the antegrade short purchase access sheath into the cfa. Usually 10% longitudinal stretch is inconsequential. Because imaging after angioplasty but before implantation of the th ird stent across the stretched segment was not provided, it cannot be determined whether the stretched segment needed a longer third stent to eliminate the mild narrowing or if a longer third stent was implanted to eliminate the possibility of delayed re-narrowing. From customer testimony, it is known that the complaint device was advanced over a 0.035¿ diameter cook rosen wire guide. The device was flushed prior to use. The target site was severely calcified and tortuous. Pre-dilation was conducted prior to stent deployment. The stent fully deployed in the patient. On evaluation of the returned device, it was observed that the device was returned disassembled and without the stent. The stent retraction wire was found to be separated from the stent retraction sheath (srs). There was no tactile damage on the srs. Damage was noted on the stability sheath (ss), at a location where the ss would be inside the assembled handle. Bends and kinks were observed in the proximal inner component. It was possible to flush the device, but a 0.035¿ diameter wire guide would not pass through the device. Congealed blood was seen exiting the system, which could have prevented the wire guide from passing through. ¿fish mouth¿ damage was observed on the distal white tip. Complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath (srs). Sustaining engineering reviewed the details of the complaint, and the results of the lab evaluation. Possible root causes for this occurrence could include the severely calcified and tortuous anatomy. The engineer stated that if the difficult anatomy damaged the proximal inner component during advancement, this could have caused or contributed to the retraction wire separating from the stent retraction sheath. The wire separation would have prevented the stent from fully deploying. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. A CAPA has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1422119. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the returned device initial description was as follows; the stent deployed 2/3rds of the way and then it stopped deploying. The thumbwheel would not work. They opened up the casing and then they finished deploying the stent with a pin and pull method. The stent was elongated but was fully deployed.